Event description:
A malfunction alarm was reported. There was no adverse impact on the customer¿s blood glucose levels, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support arranged for a replacement pump to be shipped and instructed the customer on returning the malfunctioning device, who confirmed their understanding and agreed to use an alternative insulin delivery method (mdi) during the interim.